Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller is with the patient today and cannot get the new communicator to connect to the patient's handset via clinician or patient therapy application. Caller notes the patient's programmer screen is cracked but it does not appear to have an affect on the performance. Tss had caller try multiple times to close all apps, put handset into bluetooth/airplane mode, turn on/off communicator and attempt to reconnect via patient therapy app and clinician app but it only would show that the ins was not found. The caller attempted to go to the bluetooth settings in the handset and manually pair to he communicator which appeared to work but still they could not connect. At the end of the call the caller was looking for another fa communicator/handset to try. Caller will reach back out if needed.  The caller indicated that por had occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.